Manufacturer narrative:
B5 clinical narrative was added. B7 information was added that was inadvertently omitted from the initial report that was submitted. D1 brand name was revised. D4 primary UDI number was revised. D9 device was returned and date received was added. E1 initial reporter phone number was added as it was inadvertently omitted from the initial report that was submitted. G3 the date on the initial report that was submitted should of reflected 28-jun-2025. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Following impella 5.5 support, the patient experienced intermittent placement signal not reliable alarms. Bedside echocardiographic evaluation demonstrated the impella 5.5 was positioned deep within the left ventricle. Under echocardiographic guidance, the device was retracted approximately 2.5 cm to a final left ventricular depth of 4.85 cm, resulting in immediate improvement in flows. The left ventricle remained distended and the impella 5.5 performance level was subsequently increased to p8, with improved flow and echocardiographic evidence of left ventricular decompression. Additional repositioning of the impella 5.5 was planned during ongoing support. Placement signal abnormalities may occur in the setting of device position and are not uncommon during mechanical circulatory support. During the hospitalization, a suspected pericardial clot was reported. No immediate intervention or removal was planned, and no additional information was provided regarding hemodynamic impact. It was noted that a few days following impella 5.5 explant, the patient developed drainage from the graft externalization site. Culture of the drainage was reported positive, and the patient was treated with antibiotics. The patient experienced a slight elevation in white blood cell count and fever; however, the clinical team did not consider the patient septic. It was noted that the patient experienced atrial fibrillation overnight. The patient subsequently underwent operative inspection and washout of the externalization site with antibiotic irrigation and further graft trimming. No re-sternotomy was required, and the graft remained attached to the ascending aorta. The patient tolerated the procedure well, responded to treatment, and was ultimately discharged to a rehabilitation facility.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 was complicated by difficulty crossing the aortic valve. Upon implantation, there was an optical signal issue with low pump flow and a placement signal. The pump was positioned deep so it was retracted and the p value of the pump was increased to resolve the issues. Additionally, the patient developed a fever and a clot was suspected. After the pump was explanted the patient developed drainage from the graft site. A culture of the fluid tested positive and the patient was treated with antibiotics. The patient also underwent a washout in the operating room. The patient was in stable condition.